Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals did not load properly. The seals did not roll correctly when the thumb wings were squeezed; therefore, the seals did not load properly inside the delivery tube. A replacement heartstring seal was used to complete the procedure. The hospital did not report any pt complication. This report is for the first seal.

Manufacturer narrative:
Investigation results: the visual inspection showed that the seal subassembly was in the loader device but outside of the delivery tube. The delivery device was inside the loader device and the plunger had not been depressed. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.